Manufacturer narrative:
H3 device evaluation - the tip of the driver was examined with the aid of a 5x loop. The tip fracture is multi-planar with the fracture skewed relative to the driver's longitudinal axis. The cause for the failure is unknown but is believed to be a result of combined torsional and bending moment loads since the driver was being used without a counter torque wrench due to the lock screw was being tightened at an extreme angle. It is not known if prior high loading application with or without a counter torque wrench contributed to the observed failure. Review of device history records found sixteen (16) pieces of lot 16565ps were released for distribution on 3/13/2018 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are being recommended.

Event description:
It was reported that during a procedure performed on an unknown date the tip of the driver cracked/stripped while final tightening at a funny angle. Surgeon was trying to use without the counter torque wrench because of the extreme angle. The tip was removed from the screw and the procedure was completed without harm to the patient or significant delay to the procedure.

Manufacturer narrative:
Patient information - unknown. Event date - unknown. Occupation - other, sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on an unknown date the tip of the driver cracked/stripped while final tightening at a funny angle. Surgeon was trying to use without the counter torque wrench because of the extreme angle. The tip was removed from the screw and the procedure was completed without harm to the patient or significant delay to the procedure.